Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05dec2019.

Event description:
The customer reported the unit was on patient and it stopped working. There was a blue screen and all settings disappeared. The customer reports that the unit did alarm. The device was in clinical use at the time the reported issue was discovered. No known patient harm. The customer has not responded to requests for more information about the event. This device was not evaluated by the manufacture. The customer declined service and requested the case to be closed.